Manufacturer narrative:
The returned product was tested per ameda engineering protocol to determine whether the allegation of leaking fluid could be confirmed. The returned product was assessed for indications of malfunction or thermal event. The returned product was assessed for functionality and met functional specifications. Dark grey substance, e.g battery acid, was observed inside the battery compartment. Internally, no signs of foreign substance, burning, melting or charring were observed. The returned batteries were observably damaged. Additional testing confirmed that batteries may leak when the upper middle battery is placed incorrectly, with the positive and negative end reversed.

Event description:
Customer contacted ameda, inc. On (B)(6) 2017 to report an incident that occurred this morning while using the purely yours ultra breast pump with batteries installed in the pump base. She reports that 10-15 minutes into pumping, she heard a loud pop from the pump base. She turned off the pump then lifted the base up to her nose to smell it. The left side of her upper and lower lip were burned from black fluid that leaked from the batteries in the battery compartment. The fluid also leaked onto her right thigh resulting in a burn. Customer also touched the fluid with her hands but washed her hands immediately therefore she did not burn her hands. Customer described the lip burns as minor, tiny and red with skin intact. She describes the burn on her right thigh as the size of a quarter, tender, red with skin intact. Mom denies any blistering of the skin.. She did not seek medical attention at the time of this event .